Event description:
Per the clinic, the patient experienced wound breakdown and infection at the implant site (date not reported). Subsequently, the patient underwent skin flap rotation surgery (specific date not reported) in order for wound closure. However, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient underwent a debridement during the same surgery due to concern of biofilm contamination and in order for wound closure with nylon sutures. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an exposure of the implant on (B)(6) 2024. Subsequently, on (B)(6) 2024, the patient underwent a surgical procedure of antibiotic irrigation to clean the wound. The patient was placed on multiple courses of oral antibiotics with different durations; 12 hours intervals for 12 days on (B)(6) 2024, 5 days on (B)(6) 2024, twice daily for 10 days on (B)(6) 2024 and twice daily for 14 days on (B)(6) 2025. On (B)(6) 2025, the patient was also placed on topical antibiotic, twice daily (specific duration not reported). The patient was reimplanted with another cochlear device on (B)(6) 2025.